Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was found broken in the vein. The following information was provided by the initial reporter, translated from spanish to english: "(B)(6) patient...who was hospitalized with a main diagnosis of unspecified chronic obstructive pulmonary disease and multiple comorbidities (essential hypertension, other types of obesity , lower limb ulcer, hypokalemia), which required intravenous drug treatment and cannulation with peripheral catheter no. 22 to manage his health status, at the time of inserting the peripheral catheter and touching the vein to verify its good location in the vein , the nurse feels an anomaly and decides to withdraw it to which it is evident that the catheter is broken (the tip) and it is time to puncture the patient again. There was no need for surgical intervention."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was found broken in the vein. The following information was provided by the initial reporter, translated from spanish to english: "66-year-old patient...who was hospitalized with a main diagnosis of unspecified chronic obstructive pulmonary disease and multiple comorbidities (essential hypertension, other types of obesity , lower limb ulcer, hypokalemia), which required intravenous drug treatment and cannulation with peripheral catheter no. 22 to manage his health status, at the time of inserting the peripheral catheter and touching the vein to verify its good location in the vein , the nurse feels an anomaly and decides to withdraw it to which it is evident that the catheter is broken (the tip) and it is time to puncture the patient again. There was no need for surgical intervention."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a used 22g insyte autoguard unit that has the catheter adapter slightly unseated from the grip. There was no obvious damage or break in the catheter tubing that were visible. Unfortunately, the photograph provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.